Event description:
Hospitalization reported by medtronic representative due to low blood glucose. The blood glucose reading at the time of the event was 33 mg/dl. Customer placed reservoir in the insulin pump; unwound and connected to insulin pump during training. Customer was found by his mother and taken to the hospital. Customer was admitted to ICU. Physician has customer on manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.